Event description:
A (B)(6) female admitted with diagnosis of bilateral thyroid nodules with family history of thyroid cancer. The pt was scheduled to undergo total thyroidectomy. An ethicon harmonic shear was used for the procedure. As reported by staff, malfunctions with handpieces occurred during the procedure. Fluctuations to stand by mode ceasing operation of device. Handpieces changed three times, third one worked as indicated to finish the surgical procedure. MFR rep (B)(4) notified as well as (B)(4) at ethicon. Ref # (B)(4) assigned to this incident.